Event description:
After inspection of the entire uterine cavity and endocervical canal to determine absence of polyps, fibroids, or cavity distortion, the novasure device was placed through the endocervical canal to the fundus (endometrial cavity measured at 5 cm), but would not completely open with measurements less than 2 cm. Attempts to deploy the device at a 4.5 cm endometrial cavity length again unsuccessful. The device was removed and tested again (was tested pre-insertion) and both times the device appeared to function properly. The procedure was terminated due to a failure to fully deploy the novasure device. FDA safety report ID# (B)(4).